Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens were noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump has a frozen keypad. The blood glucose reading is 187 mg/dl. No response from the buttons. The time display does change. Customer returns the call and stated that the display is frozen and button error. The blood glucose reading is 568 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.